Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and titanium adapter which resulted in leak. This occurred during use of the device for automated peritoneal dialysis (apd) therapy. The disconnection was further described as ¿the end of the transfer set that was connected to the titanium adapter appeared more loose than usual¿. There was no patient injury or medical intervention associated with this event. No additional information is available.